Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One physical sample was received for the evaluation. Upon evaluation, no issue was found. Therefore, the reported condition is not confirmed. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they placed the nasoenteral tube in a patient. When the inner part of the hydromer was activated with 20 ml of water and the guide wire was removed, they found that the tip was detached. There was no patient injury.